Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation of the complaint, the log files were returned and evaluated. The reported issue could not be reproduced. The investigation results are inconclusive. A root cause of the issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that during an echocardiography procedure, after freezing the images, the system would not cine back to review the cine images as they were frozen. When turning the color on, there was no color in the box and the image was black. The technologist was unable to make measurements of the patient's heart to send to the doctor. The technologist rebooted the system to continue and complete the procedure. It was reported that there was a loss of data; however, the procedure was not repeated. There was no patient or user injury reported. No additional information was provided.